Event description:
Hcp reported pt with a potential catheter complication and suspected granuloma. Physician also states that the pt reports dull pain in the t-10 region. An MRI shows what the physician thinks may be a 6mm ganuloma at the catheter tip. Additionally, he states that the "mass" and the catheter appear to be in the epidural space and both appeared to be positioned anteriorly. Hcp also reported that the pump had been explanted earlier by another physician and left the entire catheter in place. A follow up report will be sent when additional info is obtained.